Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device did not recognize an open door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be stuck upper hook switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door during an unspecified process step in the outpatient infusion department. There was no patient involvement. No additional information is available.